Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h11. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Based on the results of the investigation, it was presumed that damage to the device caused the pressure difference between the internal cavity and the external air, which could have flowed into the insufflation channel resulting in the reported event. However, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: "chapter 3 preparation and inspection warning suction or insufflation boutons, which are suspected to be abnormal, are not only not functioning normally, the device may be damaged, or the patient or surgeon may be injured." Olympus will continue to monitor field performance for this device."

Event description:
It was reported that the air/water valve was used in a case with heavy bleeding, thoroughly cleaned with the endoscope reprocessor, and stored. The next day, before a procedure, blood was noticed dripping from the air/water nozzle of the gastrovideoscope. The issue occurred during preparation before use for an unspecified procedure which was completed using another similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 05393 (2/5).